Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported during use that the cardiosave intra-aortic balloon pump (iabp) experienced a balloon rupture.

Manufacturer narrative:
Updated fields: b4, g1, g3, g6, h2, h3, h6 (type of investigation, investigation findings and investigation conclusions), h11. A getinge filed service engineer (fse) evaluated the unit, and found the balloon to have blood in the extender. "Iab catheter restriction" and "gas loss in iab circuit" were found in the logs. Unit tested as per pm and safe for use. Another os case opened by the application specialist. The machine itself has no issue.